Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(6) to b braun (B)(4) for investigation. A f/u report will be provided after the inspection results are available.

Event description:
As reported by the user facility ((B)(6)): fast flow. The infusion time is shorter than expected. First day filling 230 ml (10ml/23h), infusion time: 19h. Second day filling 270 ml, infusion time: 19h. Peripheral approach (venous catheter + tubing with 3 ways stopcock). Nebcine fortum 120mg for 30 minutes and then on 23h, duration of treatment 10 days. The problem is that there is no infusion anymore during 4 hours and the catheter blocks - after the infusion of 23th there is an infusion during 1h and the nurse must use a new catheter. This problem occurs with a little girl.